Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: additional narrative: h3, h6: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes mitek is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report investigation summary the device was received and evaluated at the service center. The reported complaint that the device showed an error code of 200 was confirmed. Also it was found that the foot was missing. The 5-pin socket assembly and the missing foot were replaced. The device was tested and found to be working according to specifications. The defective socket assembly would have cause the device to display the error code. The missing foot is most likely a result of user mishandling. The device (serial : 0422262) is over 15 years old and hence there are no records available with the manufacturer. Hence, a manufacturing record evaluation will not be performed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record. Device history lot the device (serial #: (B)(4)) is over 15 years old and hence there are no records available with the manufacturer. Hence, a manufacturing record evaluation will not be performed. Device history batch null, device history review null. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
As per the customer via phone, the vapr iii generator is displaying an error code of 200. They were able to get through surgery using this device. There was no delay and no patient harm. This is all the information the customer has at this time.